Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber underwent a thorough analysis. Visual analysis of the returned fiber identified that the glass and metal cap were detached. Functional testing with the hene (helium-neon) laser fixture did not identify breaks along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. It is probable that tissue adhesion contributed to elevated temperatures near the laser beam output window. Continuously elevated temperatures can lead to fiber damages, including independent glass and metal cap detachment. The device instructions for use (IFU) instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device caused or contributed to the observed fiber damage. A conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during photo-selective vaporization of the prostate, the tip of the fiber delaminated after 80 joules and 1 minute and 36 seconds of fiber use. The procedure was completed with a new fiber without patient complications.

Event description:
It was reported that during photo-selective vaporization of the prostate, the tip of the fiber delaminated after 80 joules and 1 minute and 36 seconds of fiber use. The procedure was completed with a new fiber without patient complications.